Manufacturer narrative:
The reported emergency battery error alarm was confirmed during the patient data file review. During the battery evaluation, a pack under voltage (puv) safety flag was observed. However, no permanent faults were recorded for the emergency battery. This is an indication that the emergency battery was depleted and may have needed longer than the typical one hour to fully charge. The emergency battery was allowed to charge for approximately 24 hours. After charging, the battery was re-evaluated and found to be fully charged with no new emergency battery error alarms observed. This indicated that after charging, the battery was functioning as intended. The likely cause of the depleted emergency battery which triggered the emergency battery error alarm was lack of shore power during the transport and shipping process. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited an emergency battery error alarm.